Event description:
On (B)(6) 2012, it was reported that the pt's infusion device displayed e4 (occlusion error). The pt confirmed the error. After breakfast, the pt experienced nausea, vomiting, and had a "fogged head". Her blood glucose level was 526 mg/dl. Her normal range is 90-180 mg/dl. She programmed a bolus and an hour later, her blood glucose level was 505 mg/dl. The infusion device did not display e4. The infusion set was changed, but no insulin dripped from the end and the device still did not display e4. The pt changed the insulin cartridge and was bale to get insulin to drip from the end of the infusion set. The pt utilized insulin injection therapy to correct her elevated blood glucose levels during troubleshooting with the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.